Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On (B)(6) 2022, the patient experienced nausea and vomiting. The cgm was reading 225 mg/dl and the blood glucose reading was 158 mg/dl. The patient went to the emergency department (ed) to be evaluated for symptoms of diabetic ketoacidosis (dka) and reported admission to intensive care unit (ICU) for 1 day before being discharged home in stable condition. She notes she changed from her insulin pump to multiple daily injections prior to the event. While hospitalized, she was treated with IV insulin and basal and bolus insulin. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.